Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152069 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 19oct2020. An investigation was conducted on 30oct2020. A visual inspection was conducted. There were signs of clinical use on the jaws. Charred tissue was observed on the heater wire. The jaws of the device looked burned and brownish in color. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation on the both jaws was observed to be intact. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.690 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure ¿failure to deliver energy" was not confirmed but confirmed for analyzed failures "thermal decomposition of device" and "material twisted/bent; wire.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was no energy to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Correct b5 to reflect the corrected updated information. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Correct section h-6 device codes from "insufficient information" to "failure to deliver energy". (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, there was no energy to the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool would not operate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.